Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, intra-op, while having a repair to an l3 vertebrae fracture, sleeve was left in the patient's body. Per the medwatch report, medtronic rep assembled the instrumentation. The surgeon placed a percutaneous pin and sleeve into the patient's iliac crest. At the conclusion of the case, the sleeve could not be located. The patient had to undergo a second surgery to remove the sleeve. The patient is alive and well.